Manufacturer narrative:
H10: additional manufacturer narrative. Updated h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported that a 23mm aortic valve was repaired using vascular plug due to significant perivavular leak after an implant duration of 2 years, 2 months. Patient tolerated the procedure and was discharged on pod #0. Per medical record, there was single hemodynamically significant pvl jet located along the right coronary cusp. Upon completion, there was no residual pvl. Mean gradient was 30 mm hg at the end of the procedure across the aortic valve. None in the left coronary cusp were opening well. Right coronary cusp was restricted.